Event description:
Attorney's report of pt's alleged pain, adhesions, possible ring break and explant of mesh. During explant of kugel mesh patch, it was noted that there were multiple areas of the ring were broken.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.